Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Yes. What confirmation was received that the device was fully fired? Not received, the surgeon could not finish the fire. Was the staple line complete? No, the staples were opened. Did the device cut? No. Was the cut line fully circumferential around the target tissue? No. If the device fully cut, were both tissue donuts present? Na. If the device fully cut, were both donuts complete? Na. How was the procedure completed? With a linear cutter ¿ anastomoses latero-lateral.

Event description:
It was reported that during a colectomy procedure, the staples didn't form b-shape, they are still open. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported. The device will not be returned.